Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with the audio alert functioning properly. Unit received with the sensor glucose and blood glucose in acceptable range during testing using the glucose sensor simulator. No audio alert anomaly noted. Unit received with the auto mode feature functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump had an audio/beep anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer's parent called back after beep anomaly troubleshooting has been completed and stated that the insulin pump still had the beeping with no alarms or notifications present. Customer's parent also reported that the insulin pump was stuck in blood glucose loop. The customer's parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.